Manufacturer narrative:
This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
---

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead found tissue entwined in the helix. Resistance and pressure tests were completed to assess lead electrical performance and internal insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, it was noted that the pacing threshold and pacing impedance measurements were high out of range. The lead was repositioned several times but the measurements remained out of range. This ra lead was extracted and successfully replaced. No adverse patient effects were reported. The explanted ra lead will be returned.